Event description:
A malfunction was reported on the pump, showing a malfunction code 12. There was no adverse impact to the customer¿s blood glucose level, as it did not exceed 500 mg/dl. Technical support assisted the caller in resetting the pump and provided instructions on what to do if the issue recurred. The customer was able to continue using the pump and was advised to call back if the malfunction reappeared.